Event description:
It was reported that the customer was hospitalized with a blood glucose of 600 mg/dl. The caller had no further information about the event. The caller asked for assistance in reviewing the basal rates and increasing the maximum bolus amount. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.